Event description:
Patient was revised to address recurrent dislocation. The stem was found to be in a retroverted position which would be consistent with dislocations. The stem was also loose. (B)(6) 2013 - patient's revision operative records were received. Records cannot confirm the patient's dislocations were attributed to a loose femoral stem. Also noted upon revision was a pseudocapsule.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address recurrent dislocation. The stem was found to be in a retroverted position which would be consistent with dislocations. The stem was also loose. Doi 10 yrs ago - dor (B)(6) 2013 (right hip). **update** 03/27/2013 - patient's revision operative records were received. Records cannot confirm the patient's dislocations were attributed to a loose femoral stem. Also noted upon revision was a pseudo-capsule. The head and liner are being added to the complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Operative notes were obtained. Review of the records did not conclusively identify a root cause for the reported dislocations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.